Event description:
It was reported that during use of the pump, the screen went blank. When it came back on, it was "frozen". Because of this condition, the pt was transferred to another pump. There were no pt complications.